Event description:
It was reported that the pump failed to produce audible alerts at random times, which led to the pump shutting down unexpectedly. There was no reported adverse impact. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.